Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Bd extender piece leaking from the sealed plastic not the screw piece closest to the patient bd rep response on 05-jan-2025 can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2025 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Delay in procedure due to extension set not working properly and needing to be changed out.

Manufacturer narrative:
One sample was received for evaluation. The sample was primed and a leak was visible immediately during priming. Further examination, under magnification, indicates that the leakage was coming from the tubing to male luer adapter union. Under magnification, it can be seen that the bonding solvent between male luer adapter component and tubing is not uniform, allowing for fluid to leak past the component joint. The investigation was forwarded to manufacturing for root cause evaluation. The exact root cause for the failure mode could not be determined since the failure was found when the product had already been in use and the sample has blood residue on the connectors. The possible root cause for the leakage could be related to an incorrect amount of solvent applied in the tubing due to any uncertainty in the work instructions. The work instructions were updated to clarify the correct use of the solvent dispenser and to assure the correct assembly between the infusion set components. A device history record review for model mz5310 lot number 25089063 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.